Event description:
It was reported that the patient is not satisfied with this inflatable penile prosthesis (ipp) as it is difficult to cycle and has a bulge in the proximal left corpora. The patient also reported loss of penile length. Following examination, the patient underwent a surgical procedure to remove and replace the entire ipp. There were no patient complications reported.

Event description:
It was reported that the patient is not satisfied with this inflatable penile prosthesis (ipp) as it is difficult to cycle and has a bulge in the proximal left corpora. The patient also reported loss of penile length. Following examination, the patient underwent a surgical procedure to remove and replace the entire ipp. There were no patient complications reported.

Manufacturer narrative:
Upon receipt, this ipp was thoroughly analyzed in our quality assurance laboratory. The cylinders, reservoir, and pump were visually inspected, microscopically examined, and leak tested. One cylinder had clamp/hemostat marks in the outer tube, consistent with explant damage. No damage was identified in the second cylinder. Both cylinders passed leak and pressure tests. The reservoir had damage around the strain relief junction, consistent with explant; however, no leak was found. The pump did not pass activation testing. Product analysis was unable to confirm the reported cylinder bulge; however, the confirmed pump anomaly is likely to have caused the inflation issue observed clinically.